Event description:
Patient had epinephrine infusing when the pump alarmed "device alarm" with flashing red lights. Had to emergently put epinephrine drip line into a different channel. Patient became hypotensive when event occurred.